Event description:
Lv tip to lv ring is o ohms of impedance, and that pathway will not capture. All of the impedances are fairly low on the lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).